Manufacturer narrative:
(B)(4). Medical device: unk head; unk cup; unk stem. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03256. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was being scheduled for a revision procedure due to multiple dislocations of the right hip. However, no revision has been reported to date. No additional information is available at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI (B)(4). D11: 00801803214 ¿ cocr head ¿ 64101950; 00875704802 ¿ shell ¿ 63902335; 00787101363 ¿ femoral stem ¿ 63629387; 00625006550 ¿ bone screw ¿ 63481147; 00625006540 ¿ bone screw - 63481147. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00746.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. This even was previously reported on 0001822565-2019-01718.